Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, and an opening. The device was underweight. A microscopic analysis was performed which identified a sharp crease opening on the posterior and non-penetrating nick. Based on the device analysis the final assessment is a sharp crease opening on the posterior due to fold flaw opening and non-penetrating nick.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.